Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error alarms. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for 24 hrs. Battery was removed form pump and monitored for 10 minutes. The pump power up properly after insertion of the battery and no pump error 23, pump error 49, pump error 68, pump error 65 or pump error 75 alarms were noted. Power management tool confirms the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) are within specification. The insulin pump had a minor scratched display window and case.